Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a hair in the kit is inconclusive due to the sample condition. One 5 fr d/l powerpicc kit was returned for investigation. The outer pouch had been opened. The tray and components were received inside the pouch. The tyvek lid had been completely removed from the tray and the tyvek was not returned for investigation. This indicates that the tray had been removed from the pouch and exposed to the environment between the complainant facility and bard. The kit components were outside their designated location within the tray. The catheter had been removed from its track and the t-lock extension set had been unscrewed from the red luer adaptor. A 4mm long dark fiber was found in the tray. No other hairs or fibers were observed in the kit. None of the components match the dark fiber. A microscopic examination of the dark fiber revealed no hair follicle on either end of the strand. Whether the fiber was inadvertently introduced into the tray during packaging or after opening cannot be verified. A review of the device history record (DHR) showed no deviations/issues associated with this problem in regards to product materials, manufacturing, or qc inspection processes. All necessary inspections were performed throughout all manufacturing, packaging and inspection activities and for raw material utilized in the manufacture of this lot.

Event description:
It was reported that when opening the package a hair was observed next to the introducer. The device was not used on the patient.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) of reat1019 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that when opening the package a hair was observed next to the introducer. The device was not used on the patient.